Event description:
The surgeon noticed there was something on the aq2010v 3 piece silicone lens after it was loaded into the cartridge. No patient contacted. The iol injector, model and lot # unknown. The iol injection cartridge, model and lot # unknown.